Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type catheter; product ID: 8780, serial/lot #: (B)(4), ubd: (B)(4) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 1,000 mcg/ml fentanyl at 6.3 mcg/day. The reason for use was not reported. It was reported that the patient needed to have a fusion on his back. The patient went to have back surgery and the surgeon cut his catheter. It was unknown when the issue occurred. Diagnostics/troubleshooting included the patient¿s dose was dropped to minimum rate. Interventions/actions that were taken to resolve the issue included performing fluoroscopy to verify catheter placement. The old catheter was removed and replaced with a complete new ascenda catheter. The issue was resolved at the time of the report. The customer was notified that the device was to be returned to the manufacturer, but it would not be returned as the customer discarded the product. The patient status was listed as ¿alive; no injury.¿ there were no further complications reported/anticipated.